Event description:
Event description boston scientific received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) called guidant's technical services to report hearing beeping tones over the last couple of weeks at various times of the day. States it is never beeps more than 8 times and not at the same time time of the day. This device is part of the renewal 1 and renewal 2 short devices - pre-corrective action.